Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Patient information was requested from the customer, but no response received.

Event description:
The customer reported that the nav-ring is not working and touch screen is not working.the customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date of report: 09/24/2018. (B)(4). Date of manufacturer: 05/18/2018. The field service engineer (fse) evaluated the device onsite and the reported condition was verified. The fse replaced the touch screen assembly to address the reported problem. The ventilator passed all testing and operated within the manufacturing specifications. Failure analysis on the returned touch screen assembly shows that the touchscreen assembly was tested and no failures were identified.